Event description:
It was reported by service report that here is a broken weld that held the IV pole snapped off causing the IV pole to fall in an unintended direction. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
IV pole weldment.